Event description:
The customer reported a malfunction alert on their pump. There was no reported impact to her blood glucose level. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.